Event description:
It was reported the device had an error. No patient involvement reported at this time.

Manufacturer narrative:
The asp evaluated the device on site and confirmed that the device had failed a defibrillation test during an ops check. No part failures were identified and no spare parts were ordered. The asp confirmed that the device was returned to full functionality during a follow up visit. The device remains at the customer site and no further evaluation is warranted at this time. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.